Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "a system message displayed during surgery" (device displays error message). The nurse reported a system message displayed during surgery. The touchscreen was not available after three system messages. The surgery was cancelled. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B)(4).